Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic; a fluoroscopy was performed. Review of fluoroscopy revealed that the right ventricular lead exhibited externalized conductors. All electrical measurements were normal. Lead revision was discussed. No intervention was reported. The patient was in stable condition.

Event description:
New information received noted that the lead was capped and replaced on 06 nov 2019. The patient was in stable condition after procedure.